Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The occurrence cause/root cause of the event cannot be conclusively determined from complaint information. Since the bending section rubber was cracked, outer stress may have been added to distal end. The stress may have caused the glue peeled off and/or the glue may have deteriorated by chemical attack. The IFU alerts on adding stress to distal end as follows: important information. Please read before use : dangers, warnings, and cautions : do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion section, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. The IFU also warns on using inappropriate chemical at reprocessing as follows: 5.2 precautions : this instruction manual provides information regarding the use of chemicals for cleaning and sterilization of the endoscope. It also specifies detergents, chemicals that are not compatible with the endoscope. For reprocessing materials or equipment that does not appear in this manual, contact olympus. If an incompatible endoscope reprocessor or inappropriate detergents and chemicals are used, deterioration of the endoscope may be accelerated. For proper usage of detergents and chemicals, follow their respective instruction manuals. Olympus does not guarantee the efficacy of cleaning and sterilization in these chemicals. Contact the specific manufacturers for more information on the efficacy of the detergents or chemicals. From above, the case may have had deviation from IFU. In addition, the DHR review confirmed the subject scope was shipped in accordance with specifications.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found a torn bending section cover. Additionally, the adhesive around the objective lens was found to be peeling off likely due to chemical damage. The video connector was also found to be cracked. The device was serviced and returned to the user facility.

Event description:
It was reported that a insulation test failed (electrical leakage ) occurred and a tear in insulation was discovered on the device. The customer reported that no patient harm was reported and the procedure was completed. No additional information was provided.